Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paper work. The field experience of no communication was verified in the laboratory. The device would not communicate due to a depleted battery. Throughout testing in the laboratory the current drain of the device was found to be normal. The device battery was sent back to the vendor for further evaluation. No anomaly was found. The cause of the battery depletion was undetermined.

Event description:
It was reported that the device was explanted when the device could not be interrogated. It was noted that the device was at eri.